Event description:
Clinical report states that patient was revised to address poly wear and locking ring fracture 15.0 years after primary tha.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that patient was revised to address poly wear and locking ring fracture 15.0 years after primary tha. Doi: unknown; dor: unknown (hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event without device examination. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation is not able to draw any conclusions regarding the lock ring fracture. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that patient was revised to address poly wear and locking ring fracture 15.0 years after primary tha. Doi: unknown; dor: unknown (hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event without device examination. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation is not able to draw any conclusions regarding the lock ring fracture. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.